Event description:
Follow up information reported that the patient was seen on (B)(6) 2015 where it was noted that they were doing well with no issues and that their ipg was working good. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the stimulator was not working and that the patient had a sudden loss of stimulation/therapeutic effect because of a loss of programming. The patient had group a and b but no longer had them. It was noted that the patient programmer would not display the a or b programs and that they had abruptly disappeared from the programmer. At interrogation, the patient did not have any programs groups programmed and the message of no data was present. It was noted that the programming was wiped out and only the session data was there. It was noted that the device had been cleared of all data except patient info. The reporter noted that she may have seen 016 at the beginning of the session but was not sure. After finding the device data had been cleared, the manufacturing representative was able to add a new program. When they closed out of the stimulator, the new added program was saved and remained in the device. Impedances were checked and were within normal limits. It was noted that no different clinician programmer was ever used on the patient. It was noted that the patient was later seen and they were able to interrogate the patient, put programming in and end the session. The reporter noted that when she re-interrogated the patient, the programming information was fine and impedances looked good as well. Nothing was lost and the settings appeared to be saved. The issue resolved but the cause of the issue was not determined. It was noted that they were considering replacing the implantable pulse generator (ipg) with a previously planned elective revision because of an unknown root cause and ¿fear of it occurring again¿, but it was later noted that they did not replace the battery. It was noted that the patient was receiving effective therapy following the revision.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(4), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4)